Event description:
The customer reported that during a preventative maintenance check the device failed to shock at 170 and 200 joules and displayed a shock equipment malfunction error message.

Manufacturer narrative:
(B)(4). The customer reported that during a preventative maintenance check the device failed to shock at 170 and 200 joules and displayed a shock equipment malfunction error message. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.